Event description:
Customer reportedly received results of 166 mg/dl and 71 mg/dl within 10 minutes on the aviva system. Low blood glucose symptoms were reported with these results. Customer self treated with orange juice and low blood glucose symptoms immediately improved. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.